Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the pump repeatedly emitted loss of prime warnings despite cartridge changes. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 02/03/2017 with the following findings: the black box data from date of the complaint was overwritten due to continued patient use. The available black box data showed multiple loss of prime warnings (162) with low non-zero force and zero force. The pump was exercised for 24 hours; loss of prime was not duplicated. Force calibration passed within required specifications. There was no damage defect or contamination inside the pump. Investigation did not duplicate the complaint.